Event description:
Customer reported that he was attempting to use expired test strips and was unable to test and lost consciousness. She stated she was seen at a local hospital and treated with insulin. However, no diagnosis was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
No product is expected back for investigation, this is a final report.